Manufacturer narrative:
The fss documented that the quality of tissue processing in up to 411 cassettes processed in either retort a or b between 13 and 15 april 2020 using either the 10 hr heyzeus protocol (breast/melanoma/sarcoma) or the 6 hr big bigs protocol in retorts a or b had been adversely impacted. Evaluation of the instrument logs found that two (2) processing runs using the "6 hour for big bigs" protocol had been executed on (B)(6) 2020; and three (3) processing runs using the "10 hr heyzeus (breast/melanoma/sarcoma)" protocol had been executed on (B)(6)2020. All of the five (5) processing runs executed between (B)(6) 2020 completed successfully. Investigation of this complaint found that the instrument operated within specification between (B)(6) 2020, from which sub-optimal tissue processing was identified by the complainant. Although the specific dimensions of the placenta, lung, derm excisions and thyroid samples exhibiting sub-optimal processing were not provided by the complainant, it was determined based on information provided by the complainant to the leica applications specialist on 21 april 2020 that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Specifically, the complainant detailed that: "from what I can see we may be dealing with a few outside factors - grossing and choosing appropriate run times for specimen sizes." Section 8.2.1 of the leica peloris/peloris ii user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.

Event description:
On 16 april 2020, the complainant reported to leica biosystems by email that: "histotechs are reporting underprocessed tissue coming off of one of our tissue processors". The complainant further documented the following information: "we are running 8 and 10 hr runs of bigs on this processor. Tissues are being grossed by a variety of residents, pa's and medical examiner offices. We've noticed all types of tissues affected: placentas, lung, derm excisions, thyroid. The reagents appear to be properly graded." On 17 april 2020, leica biosystems received the following information from the complainant by email: "since we had lower volumes last night, I asked our pa to prepare additional placenta blocks to process so that I could personally investigate the quality coming off of it. They were on a 6 hour run - 50 blocks. I embedded them this morning and they appear to be grossed, fixed and processed appropriately. I am asking techs to cut and report on the quality. Our accessioning/grossing staff was adamant that some of the issues are related to a resident who helped with grossing this week but we don't do a great job of tracking what was grossed by a resident vs. Pa so investigating that will take more time. I have some case numbers to start with." Internal note - no reagents were changed prior to running the additional placenta blocks." On 21 april 2020, leica biosystems received the following information from the complainant by email: "from what I can see we may be dealing with a few outside factors - grossing and choosing appropriate run times for specimen sizes. Pathologists did not report suboptimal quality on any of these cases. Of the 50 additional placenta blocks processed without changing anything on the processor techs reported slight under-processing on 2. They were able to get good sections on all. I reviewed those 2 "problem" blocks and slides. The final h&e looks ok, diagnosable." On 22 april 2020, leica biosystems received the following information from the complainant by email that: "I was able to obtain and review some of the slides from cases impacted by poor processing. I'm happy to report most appeared ok after staining with h&e. Our operating rooms are beginning to schedule procedures again which means our volumes are increasing. I feel fairly confident that our issues resulted from several outside factors that need to be addressed, but this particular processor is not fully at fault." On 22 april 2020, leica biosystems melbourne received information from the leica field application specialist - core histology assigned to this event that all cases involved in this event were diagnosable.